Manufacturer narrative:
The reported complaint that the autopulse platform (sn (B)(6)) displayed fault code 08 (motor controller malfunction), user advisory 02 (compression tracking error), fault code 21 (position change does not coincide with motor direction), and fault code 16 (timeout moving to take-up position) was confirmed in the archive data and during functional testing. The root cause was the defective drivetrain motor, likely attributed to the device's aging. The device's life expectancy is 5 years. The autopulse platform was manufactured in december 2019 and is over 5 years old. The archive data revealed that on the date of the event, the platform powered on but failed during take-up, displaying fault code 21 (position change does not coincide with motor direction). After recycling the power, the platform then displayed fault code 08 (motor controller malfunction). A subsequent power recycle attempt resulted in another failure during take-up, this time showing user advisory 02 (compression tracking error). After another power recycling, the platform displayed fault code 16 (timeout moving to take-up position), confirming the reported complaint. The autopulse platform failed the initial functional test due to fault code 08 displayed upon powering on the device, confirming the reported complaint. The defective drivetrain motor needs to be replaced to address all the error messages in the reported complaint. Zoll is awaiting the customer's approval for repair. Historical complaints were reviewed for service information related to the reported complaint, and no similar complaints were reported for the autopulse platform with serial number (B)(6).

Event description:
The customer reported that during patient use, the autopulse platform (sn (B)(6)) displayed various error messages: fault code 08 (motor controller malfunction), user advisory 02 (compression tracking error), fault code 21 (position change does not coincide with motor direction), and fault code 16 (timeout moving to take-up position). The crew switched to manual CPR until another device was brought to the scene. No consequences or impacts on the patient.